Event description:
Reportedly, the pacemaker was programmed in ooo mode because the pt had to undergo an MRI on (B)(6) 2014. After the MRI exam, attempt of reprogramming to previous settings failed. The pacemaker was programmed in nominal mode (emergency programming), which reportedly solved the issue. A close f/u was performed (B)(6) 2014 and normal pacemaker behavior was reportedly confirmed. An analysis is requested so as to ensure normal pacemaker operation.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.